Manufacturer narrative:
(B)(4).

Event description:
It is reported that the patient's hip arthroplasty was revised due to pain. Corrosion and metallosis was noted during the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  D11: catalog number:00771100410 lot number:60414003 brand name: m/l taper stem. Catalog number:00620205222 lot number:60766303 brand name: acetabular shell. Catalog number: 00625006525 lot number:60771708 brand name: bone screw. Catalog number:00625006525 lot number:60610655 brand name: bone screw. Catalog number:00631005032 lot number:60734807 brand name: acetabular liner. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04413. Review of the revision surgery notes confirms that the patient underwent revision hip arthroplasty. Notes states failed right hip secondary to macc with altr suggestive of alval. Patient presented with increasing pain, preop evaluation demonstrated increased serum cobalt levels with synovitis and necrosis of soft tissues on MRI. Femoral head removed without difficulty, large amount of corrosion noted around the femoral neck and head. The acetabulum appeared to be well fixed with necrotic bone around the periphery over the acetabulum but no motion. No evidence of loosening. Poly appeared intact, and opted not to exchange this because of the larger dissection which would cause potential instability and minimal healing capabilities of the tissue we would be mobilizing. Evaluation of the femur demonstrated a well-ingrown femur with again the characteristic necrotic bone metal interface. Femoral head replaced without complication. Reported event was confirmed by review of medical records provided.device history record was reviewed and no discrepancies were found. The additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient underwent a revision surgery due to pain, synovitis, and elevated metal ions approximately 9 years post implantation. During the revision procedure, a pseudo capsule was noted with surrounding bone and tissue necrosis. Corrosion was evident around the femoral head and neck trunnion. The femoral head was replaced without complication. Additional information on the reported event is unavailable.

Manufacturer narrative:
DHR review was unable to be performed and the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 9 years post-implantation due to pain. It was further reported that during the procedure, metallosis, aseptic lymphocyte-dominated vasculitis-associated lesion (alval) and corrosion were noted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.